Event description:
As reported by field clinical specialist, after the valve deployed and the esheath+ removed, the proglide was deployed. That caused dissection at the access site. Nothing was related to (B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).